Manufacturer narrative:
The reported event was confirmed as a use related as the user did not replace the accessories after 60 days. The root cause for this failure mode was due to the user does not follow the instructions. It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The device history record review was not required due to the reported issue was confirmed as a use related. The instructions for use were found adequate and state the following: "replace the canister and tubing for each patient per facility protocol or at least every 60 days, whichever is sooner. If you notice any of the following, replace immediately: ¿ canister or tubing has residual urine build-up ¿ canister or tubing appear cloudy ¿ canister or tubing appear discolored ¿ canister becomes cracked ¿ tubing becomes torn ¿ purewick¿ external catheter no longer securely connects to collector tubing failure to clean and or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days." Correction: e h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had a urinary tract infection by using the purewick female external catheter. The patient purchased the purewick urine collection system in may and did not placed any orders since. It is unknown what medical intervention was provided for urinary tract infection. Per email from liberator on (B)(6) 2021 it was stated that the original purewick accessory kit was shipped to the patient as a part of the purewick urine collection system on (B)(6) 2021.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had urinary tract infection by using the purewick female external catheter. The patient purchased the purewick urine collection system in may and had not placed any orders since. It was unknown what medical intervention was provided for urinary tract infection. No additional information was provided. Per email from liberator on 07-oct-2021, the original purewick accessory kit was shipped to the patient as part of the purewick urine collection system on 06-may-2021.